Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The display was exposed to heat and became damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/06/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/23/2014 with the following findings:evaluation revealed the replaceable display lens film was damaged. The display was found to be legible.